Event description:
It was reported that the patient presented to the emergency room after hearing an audible alert. A device check was done and it was noted the right ventricular (rv) lead rv tip to rv coil impedance was low. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.